Event description:
Piece of sheath sheared and was removed when surgeon started to close the artery. Surgeon was performing angioplasty of the left common and external iliac arteries. Was done "pre-graft" placement because of the difficulty getting the sheath up through the left iliac system. No known harm to patient.